Event description:
It was reported that during a percutaneous translumial angioplasty (pta) procedure, balloon deflation difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified shunt of the antebrachium. The symmetry small vessel balloon dilatation catheter was advanced to the target lesion and inflated to 6atms for a couple of minutes. When deflation was performed the balloon would not deflate. Negative pressure was applied to the balloon 3 or 4 times and the balloon gradually deflated. The balloon was removed outside of the patients' body and during an additional deflation attempt, deflation difficulties occurred. The procedure was completed with a different device. No patient complications were reported and the patient status is listed as 'good'.

Manufacturer narrative:
(B) (6).(B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified shunt of the antebrachium. The symmetry small vessel balloon dilatation catheter was advanced to the target lesion and inflated to 6atms for a couple of minutes. When deflation was performed the balloon would not deflate. Negative pressure was applied to the balloon 3 or 4 times and the balloon gradually deflated. The balloon was removed outside of the patients' body and during an additional deflation attempt, deflation difficulties occurred. The procedure was completed with a different device. No patient complications were reported, and the patient's status is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: the balloon was returned attached to an inflation device. Visual and tactile examination of the device noted no damage along the length of the shaft, and the balloon material was not folded or rewrapped and was partially inflated. A 0.018 inch guide wire was passed through the device where a restriction was met at the proximal markerband. It was not possible to advance the guide wire past this restriction. Microscopic examination found that the balloon tip was twisted and flattened at the proximal markerband. The balloon material was inflated to its recommended rbp (rated burst pressure) without any issue noted. The balloon deflation time was within specification. The balloon was removed in order to examine the balloon lumen and damage was noted at the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).